Manufacturer narrative:
The insulin pump was not in manufacture mode. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Installed a water filled reservoir, primed pump, monitored for five (5) days, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. The pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, faded serial number label, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump delivered insulin without being programmed to do so. Blood glucose level at the time of the incident was 8 mmol/l. Troubleshooting was not performed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.